Event description:
A malfunction alarm indicated by malf 16 was reported. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy while arrangements were made to replace the pump.